Event description:
It was reported that the patient underwent a revision procedure due to pump malfunction and sometimes collapses after activation with an inflatable penile prosthesis (ipp). The aus cylinder, pump, and reservoir was explanted. The patient was status stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to pump malfunction and sometimes collapses after activation with an inflatable penile prosthesis (ipp). The aus cylinder, pump, and reservoir was explanted. The patient was status stable following the procedure.

Manufacturer narrative:
Device analysis: product analysis was unable to confirm the reported event related to pump collapse. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear in the cylinder body; no leak was found. This wear would not affect the overall functionality of the device. The ams 700 momentary squeeze (ms) pump was visually inspected and functional tested. The pump performed within specification. Product analysis was unable to confirm the reported event.